Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine results for 1 patient sample and questionable glucose results for 2 patient samples on a cobas c 703 analytical unit. Patient 1: the initial creatinine result was 0.19 mg/dl, and the repeated result was 1.01 mg/dl. Patient 2: the initial glucose result was 16 mg/dl, and the repeated result was 87 mg/dl. Patient 3: the initial glucose result was 26 mg/dl, and the repeated result was 122 mg/dl. The repeated results were obtained on another module.